Event description:
The user facility reported that the 119cm destination slender device involved was used for a r2p procedure via right radial access. A bilateral lower extremity diagnostic angiogram was performed, and intervention was attempted of the right superficial femoral artery (sfa) (failed as catheter not long enough to cross) and of the left tibioperoneal (tp) trunk. Upon withdraw of the destination slender device with the dilator inserted, the sheath unraveled, stretched, and detached. A residual piece of the sheath remained intravascular within the radial artery. The patient was in stable condition. Medical or surgical intervention was required as portion of the destination slender remained as a foreign body in radial artery. The procedure outcome was the foreign body remained intravascular. Additional information was received on 13 apr 2022: the procedure was not completed. Diagnostic evaluation was successful. The right side sfa was unable to be intervened since the ancillary support catheter was not long enough. The physician needed something greater than 150cm. The left sided intervention of the tp trunk required sheath manipulation and the reported issue prohibited the continuation of the procedure. The procedure ended and pressure was held at the access site. Additional information was received on 21 apr 2022: the physician stated that he took the patient to the operating room (or) on (B)(6) 2022 (same day of the event) to remove the residual piece of the sheath from the radial artery. The procedure went well, and the patient was doing well. There was no deficit to that extremity or hand.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: vascular surgeon. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the user withdrawing the device in the face of resistance. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).